Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the archive data review. The root cause of the reported ua07 error was a defective load cell module 1. The cracked bottom enclosure and defective load cell were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, the screw-well area of the bottom enclosure was observed cracked, unrelated to the reported complaint. The root cause for the observed physical damage could be due to user mishandling. Bottom cover was replaced to address the issue. Review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unable to perform initial functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that load cell module 1 over-reported. The defective load cell module 1 was replaced to remedy the fault. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
After patient use, customer reported that the autopulse platform (serial #(B)(4)displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) after cleaning the device. The platform was heavily exposed to patient's vomit during patient use. Per user, the platform did functions properly during use on the patient. No patient involvement.